Manufacturer narrative:
The (3) reported t8 cannulated stick fit hexalobe driver (part number 80-4155) and the (1) 30mm, 3.5 mini acutrak 3® bone screw (part number 3052-35030) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the devices are unknown.

Event description:
(Report 2 of 4) it was reported during surgery three drivers broke in attempts to remove a acutrak mini screw. No pieces remain in the patient. The surgery was completed with a plate after a 30-minute delay. No other adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00468 through 3025141-2024-00471.